Event description:
The customer reported that a qube bedside monitor would randomly power cycle while in use. The customer removed the device from use and stated they would ship the device in for repair. At this time, the device has not been received. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was received by spacelabs healthcare equipment service center and evaluated by an equipment service technician. The reported problem was verified, and the issue was traced to a faulty cpu pcba. After repair the device passed all final functional testing and was returned to the customer.